Manufacturer narrative:
Date of even is estimated. The allegation is against 1 of 2 burr hole cap; however, it is unknown which burr hole cap; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: guardian¿ cranial burr hole cover system, model: 6010, UDI: (B)(4), serial: n/a, batch: 8692898

Event description:
It was reported that the patient experienced an infection at the lead site and the burr hole guardian cap. As a result, the patient was hospitalized for surgical intervention and administered oral antibiotics to address the issue, the system remained implanted. It is unknown which lead or burr hole guardian cap are related to this issue.